Event description:
Our (B)(4) distributor was contacted by a vns treating physician and it was reported that there was a pt with high lead impedance. The pt had been dizzy for a month and on (B)(6) had a fall. After the fall, they were transferred to hospital where system diagnostic testing was performed and showed high impedance dcdc7. Previously (B)(6) 2009, their dcdc had been a 2. X-rays were rec'd for review at the MFR. The generator was able to be visualized and the connector pin did appear to be fully inserted in the generator. The placement of the generator in the chest appeared to be normal, and the filter feed wires appeared intact. The electrodes appeared to be in proper alignment. The presence of a strain relief bend was noted but a strain relief loop did not appear to be present. The strain relief bend does appear to have been placed per product labeling. There is a suspected area caudal to the anchor tether, but due to image quality a break cannot be confirmed. There was one tie-down present that was placed lateral to the anchor tether. The visualized portion of the lead body appears to be intact at the connector pin and void of any gross discontinuities or acute angles. The portion of the lead behind the generator could not be assessed for lead discontinuities. Based on the x-rays rec'd, no anomalies or lead discontinuities were identified in the visualized portion of the pt's vns device which could be contributing to the reported event, although the presence of an unpronounced lead discontinuity cannot be ruled out. The pt's vns remains programmed on at 0.25ma output current and a decision has not been made if the pt is going to have any surgical interventions taken at this time.

Manufacturer narrative:
MFR review of x-rays. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device malfunction suspected, but did not cause or contribute to a death or serious injury.